Event description:
Silicone gel breast implantation - primary augmentation. Pt diagnosed with baker grade IV capsular contracture in right breast. Pt is scheduled for device removal and replacement with identical device.